Event description:
It is an extremely long list of problems with the libre2 app / cgm. I have documented them in extensive detail here: https:// jericho.blog/2022/04/04/abbott-the-libre-2 -app-and-no-common-sense/ this blog information has been shared with abbot via twitter, several emails, and verbally over phone twice with support. The libre3 app and the new libre app continue to have most of the problems, so abbot has ignored my repeated feedback. I will document more in an upcoming blog. The latest libre app has new issues such as not properly logging events and failing to throw alarms.

Event description:
Additional information received on 4/20/2026 for mw5184208 to update the procode to qbj.